Event description:
The caller reported receiving cgm error 42, which interrupted the sensor session. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, successfully starting the sensor session and verifying that insulin delivery had resumed.